Event description:
Device 2 of 3. Reference MFR reports: #1627487-2014-05400, 1627487-2014-05402. It was reported the patient experiences burning and overstimulation only while stimulation is on. It was also reported the patient is not receiving pain relief. On (B)(6) 2014, the patient's ipg was explanted due to the burning and overstimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.